Event description:
I was implanted with the vagus nerve stimulator by cyberonics for the treatment of depression in the fall of 2006. I have increased and decreased my settings in order to approach the highest level of comfort without lowering its effectiveness. My neck muscles began to contract involuntarily on occasion; because of this, we lowered the setting. Since then my neck muscles contract when the device is on more and more often, to varying degrees of intensity. At times when the implant is "on" I cannot lift my neck up even by pulling my head. Cyberonics will not discuss side effects with pts, only with physicians, and with my psychiatrist they only say that each person has their own level of comfort. However, I have long been at the point where the cyberonics agent stated was the level of effectiveness for depression, and by going lower now I would be dipping below that point. I am terribly frightened because although I do not want to risk the efficacy of the device, I can hardly perform my job as a librarian working with the public without extreme physical and emotional strain. Cyberonics does not want to tell me. Now, the lowest effective setting for depression treatment and only tells my psychiatrist that he should incrementally lower the setting. I have asked them to talk to me about this and they refuse to discuss vns with pts who have had the implant, even though they discussed it with me at length before the implant and I was the one who informed my psychiatrist of its existence. I read many materials related to vns therapy and nowhere do they mention the continuing pulling of neck muscles. This is ongoing, and although there are many "on" times when I do not feel this, the effect is there at least one-third of the "on" time and perhaps, at times, more. Dates of use: 2006- 2008. Diagnosis or reason for use: depression.